Event description:
The home patient (hp) reported feeling overfilled after using the homechoice cycler for apd therapy. The hp performed a manual drain and reportedly removed approximately 10l of fluid. The hp reported that hp had repeated "low drain volume" alarms during the therapy performed the night before and feels that hp may had inadvertently bypassed two of them. According to the hp and the hp's healthcare professional, there was no patient injury or medical intervention as a result of this incident.